Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was unable to return a key. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 was unable to return a key. The technical support specialist (tss) requested the customer to provide the affected medication identifier and a sample working medication identifier to compare return key settings. Tss identified that the dronabinol key med ID was configured with return to external bin instead of return to stock. Tss advised the customer to change the option to return to stock. Customer changed the option and confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.